Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Assisted the customer with a blood test, 353mg/dl. Recalled meter memory and results were: 327mg/dl (B)(6) 2014 7:29am, lo, 353mg/dl (B)(6) 2014 8:14pm, hi, 339mg/dl (B)(6) 2014 5:39pm, 294mg/dl 7:21pm, 293mg/dl (B)(6) 2014 4:22pm, 192mg/dl (B)(6) 2014 8:10pm. No adverse event reported.